Event description:
It was reported that there were overpressure issues with the high flow insufflator during an unspecified number of procedures over several months, including a case of hyperpressure exceeding 50. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. The device was returned for evaluation and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. The device performed according to specifications and no repair was necessary. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred in the middle of a therapeutic procedure, which was completed. The patient was under general anesthesia, sevorane.